Manufacturer narrative:
G4: 28oct2020 b4: (B)(6) 2020 the device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the caller if have a spare pm pcb or mc pcb to help diagnose. The customer stated they were going to recheck all the connections and will see there is a spare pm pcb or mc pcb to troubleshoot. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. 1. Tuesday, (B)(6) 2020 2:24 pm emailed (B)(6); 2. Thursday, (B)(6) 2020 2:42 pm emailed (B)(6); 3. Wednesday, (B)(6), 2020 12:11 pm emailed (B)(6) . In addition to attempts made by the complaint investigation, the philips remote service engineer sent multiple follow up attempts with no response. 1. Sent follow up email; (B)(6) 2020 10:07 am; 2. Customer advised still hasnt had time to work on the unit. ; (B)(6) 2020 8:59 am; 3. Emailed customer follow up, (B)(6) 020 5:14 pm; 4. Contacted customer who advised has not had time to work on unit, not sure when they are going to, and advised can close case, when they do have time to work on it, will call back and create a new case; (B)(6) 2020 10:59 am submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported a ventilator that would not power off, with a primary alarm failure alarm, backup alarm failure, and an alarm led failure in the device's event log. There was no patient involvement or harm.